Event description:
It was reported by the customer that the bd alaris¿ lvp 20d dehp 2ss cv back primed into primary bag. The following information was provided by the initial reporter: IV tubing secondary line able to back prime into primary bag.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing secondary line able to back-prime into primary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 22023019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported by the customer that the bd alaris¿ lvp 20d dehp 2ss cv back primed into primary bag. The following information was provided by the initial reporter: IV tubing secondary line able to back prime into primary bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.